Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implantation (tavi) was performed using an 29 millimeter valve. Pre-implant dilatation was conducted with a 22 millimeter non-medtronic balloon, after which the valve was inserted, advanced, and released as intended. Following valve release, angiographic checks revealed a residual, non-negligible paravalvular leak (pvl). Post-dilatation was then performed using the same balloon. After the final contrast injection, a dissection was observed along with an aortic root perforation. The patient¿s hemodynamic status rapidly deteriorated due to hemorrhagic shock. Pericardiocentesis was performed; however, the patient died. Per the physician, the complication was not attributed to a device malfunction, but rather to complex anatomy with calcifications and vessel wall fragility.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b1, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implantation (tavi) was performed using an 29 millimeter valve. Pre-implant dilatation was conducted with a 22 millimeter non-medtronic balloon, after which the valve was inserted, advanced, and released as intended. Following valve release, angiographic checks revealed a residual, non-negligible paravalvular leak (pvl). Post-dilatation was then performed using the same balloon. After the final contrast injection, a dissection was observed along with an aortic root perforation. The patient¿s hemodynamic status rapidly deteriorated due to hemorrhagic shock. Pericardiocentesis was performed; however, the patient died. Per the physician, the complication was not attributed to a device malfunction, but rather to complex anatomy with calcifications and vessel wall fragility. Additional information was received that the dissection occurred after valve implantation during post-dilatation. The physician reported that the cause of the injury was the post-dilatation and the delivery catheter system (dcs) nor the non-medtronic guidewire contributed to the injury. Per the physician, the cause of death was aortic root rupture and the valve nor dcs contributed to the death. Additional information was received that angiographically the pvl severity prior to the post-dilation was mild-to-moderate/moderate.

Manufacturer narrative:
The event was not attributed to the delivery catheter system (dcs) as was previously reported. Updated: b5, d1, d3, d4, d6a, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implantation (tavi) was performed using an 29 millimeter  valve. Pre-implant dilatation was conducted with a 22 millimeter non-medtronic balloon, after which the valve was inserted, advanced, and released as intended. Following valve release, angiographic checks revealed a residual, non-negligible paravalvular leak (pvl). Post-dilatation was then performed using the same balloon. After the final contrast injection, a dissection was observed along with an aortic root perforation. The patient¿s hemodynamic status rapidly deteriorated due to hemorrhagic shock. Pericardiocentesis was performed; however, the patient died.  Per the physician, the complication was not attributed to a device malfunction, but rather to complex anatomy with calcifications and vessel wall fragility. Additional information was received that the dissection occurred after valve implantation during post-dilatation. The physician reported that the cause of the injury was the post-dilatation and the delivery catheter system (dcs) nor the non-medtronic guidewire contributed to the injury. Per the physician, the cause of death was aortic root rupture and the valve nor dcs contributed to the death.